Event description:
I had a breast augmentation and within a matter of months my hair starting falling out. Then I became allergic to everything. Sinus infections, migraines, brain fog, more hair loss, skin rashes, neck, shoulder, back, fatigue, inflammation, doctors apts, no answers. Until I found breast illness by (B)(6). I had my breast explant surgery (B)(6) 2018. Immediately my body purged toxins. I lost 10 lbs in 2 weeks. My body is getting better.